Event description:
As reported by the user facility: over infusion: door bolt drive too loud. Delivery accuracy is out of tolerance.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).